Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; thigh pain; other pain: legs, backs; painful intercourse; inability to have intercourse; recurrent incontinence; aggravated incontinence; damage nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadol osteo for the treatment of: to treat aches/pain. The patient was treated with topical treatment (including oestrogen cream): thrush treatment for the treatment of: bladder infections/thrush. Treatment duration: several years. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: for incontinence. Treatment duration: 4 years.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.